Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a patient receiving norepinephrine and vasopressin experienced a drop in blood pressure (bp); the norepinephrine was titrated up and epinephrine was started. The patient¿s urine output increased from 30ml to 275ml and the bp was noted to be ranging between 80/40 and 60/30 during this period. A leak in the tubing was noted from one of the 3 female luer adapters. The tubing was replaced, the patient was weaned off the titrated epinephrine, and the norepinephrine was returned back to the original dose. The urine output returned to around the baseline of 50 ml/hr.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection of the set revealed that the female luer had a vertical hair line crack that measured 0.417 inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking as fluid flowed through the crack on the female luer. The cause of the leak was identified as a cracked female luer. The root cause of this failure was not definitively identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the patient was on norepinephrine and vasopressin. Their blood pressure start dropping, norepinephrine titrated up, epinephrine started. Patient had increase urine output of 275ml, up from 30 ml. Blood pressure now as low as 60/30-80/40s during this period. Trifurcate then noted to be leaking with large wet spot in sheets. Trifurcate discontinued, patient was able to be quickly weaned off epinephrine and norepinephrine was decreased back to what was originally infusing prior to this event. Urine output returned to around baseline of 50ml/hr."